Event description:
A defective lumenis moses¿?single-use holmium laser fiber cracked the lens of the flexscope during the procedure, while the scope and fiber wire were inside the patient. Procedure was completed with no harm to patient. Item sequestered and sent to supplier for follow up. No response yet, device was sent for analysis.